Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were returned for evaluation. No defect detected. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 227 mg/dl fasting. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. At the time of the call, the customer reported feeling well and did not report any symptoms. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/13/2020 and open vial date is 04/28/2019. The meter memory was reviewed for previous test result history: result 1 : 173mg/dl, date: 4/29/2019, time: 7:50am fasting; result 2 : 184mg/dl, date: 4/28/2019, time: 10:45pm non-fasting; result 3 : 227mg/dl, date: 4/28/2019, time: 6:55pm fasting; result 4 : 168mg/dl, date: 4/28/2019, time: 3:09pm fasting; result 5 : 248mg/dl, date: 4/28/2019, time: 12:10pm non-fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 227 mg/dl fasting. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. At the time of the call, the customer reported feeling well and did not report any symptoms. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/13/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).